Manufacturer narrative:
Six (6) used devices were returned for investigation. The visual inspection was performed, cannulas are observed to be bent, no applicators or tubing sets were returned. No other damage or anomalies observed. During the functional testing, all devices have free flow. Confirmed the customer complaint of line block from the samples returned, bent cannulas, probable cause unknown. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
It was reported that the patient received line blocked alarm while using the cadd cleo 90 infusion set and later reported high blood glucose levels (395 mg/dl). After guidance, the patient was advised to check for tubing issues and replace the cleo. The patient agreed and replaced both the cleo and cassette. No patient injury was reported. During the device evaluation, it was found that cannulas are observed to be bent.